Manufacturer narrative:
(B)(4).

Event description:
Procedure type: breast reduction. According to the reporter: about eight weeks after surgery the seam came apart 0.5 cm-3 cm. After defect was noticed it was determined that post-treatment re-operation was necessary with other fathom. Then vac bandage and antibiotic treatment. Smear without result. Now patient is already released from hospital. No extension of op, no blood loss, no extension of incision, no change of op, no loss or damage to tissue.